Event description:
Complainant used to be affiliated with the eye center but left 3-4 wks ago. She stated that the owner is repackaging returned contacts and selling them as new without sterilizing them. This is against corp policy. The vials received from the MFR generally have the MFR's logo on it. The caps are either silver, red or blue with an arrow on it. Contacts are sometimes returned because they do not fit or the power is not correct. Dr stated that they should be sent back to the MFR for credit. She also stated that ctr substitutes prescriptions (changes the brand and base curve) without the physican's permission and is not keeping pt records correctly. According to the complainant, the business is a franchise.